Event description:
A pt with a past history of treatment (exact date not known) was skin tested in the right forearm, on or about 19 may 1998 with negative results. On 19 june 1998, the pt was treated in the nasolabial folds, upper and lower vermilion borders and the vermilion. The injector reported having difficulty with the treatment procedure, describing a "coagulation of collagen" during the injection resulting in lumpiness under the skin. There was great resistance encountered during the injection process. The injector immediately massaged the sites to disperse the collage, but the lumpiness remained. The pt was instructed to apply moist heat to the sites for 15 minutes and then massage. The sites were mildly tender to touch and the massage increased the tenderness. On approx 3 july 1998, 2 weeks later, the pt noticed continuous lumpiness above the upper lip, inside both lips and in the laugh lines. The pt reported muscular soreness and heaviness in her upper arms (like she had been lifting weights) and itching all over. The pt described the correction on the right side of the cupid's bow as "pointed," and asymetrical. By 24 august 1998, the pt reported that the itching and muscular soreness had resolved, and that top of the upper lip had "boiled up" and looked like fever blisters. On 24 august 1998, the injector lanced and drained the lesion with a needle. As of 11 september 1998, no further medical or surgical intervention was planned or prescribed. The physician believed the symptoms were resolving, and that the symptoms were probably hypersensitivity related.